Event description:
Initial reporter indicated the patient was experiencing trouble sleeping and having increased seizures. It is not known if the report of increased seizures was above or below the patient's pre vns seizure rate. Good faith attempts have been made for additional information surrounding the event. No further information has been provided by the site.

Event description:
It was reported that a patient had his device disabled due to strange side effects. The patient had previously reported experiencing an increase in seizures and sleep disturbances, but it is unclear whether the patient was referring to these events when discussing his side effects. Programming history was reviewed for the patient and revealed that the patient's device was programmed off around the time of the reported sleep disturbances and increased seizures. No further intervention regarding the sleep disturbances or increased seizures was reported.